Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled lead revision due to lead dislodgement issue. Lead dislodgement was first observed via a follow up in clinic visit and confirmed via a chest x-ray. Patient lv lead pacing support was lost however it was noted that the rv lead was supporting the pacing therefore the patient was asymptomatic. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.